Event description:
It was reported a fast-cath introducer was inserted into the pt for a transeptal procedure. After the transseptal needle was removed and blood was aspirated from the sideport, air was aspirated in the extension tube of the introducer. The introducer was replaced and the procedure was completed. Two days post procedure, the pt experienced a cerebral embolism. The pt was reportedly not doing well. The physician was unsure if the cerebral embolism was caused by the air aspiration or other reasons due to the pt's condition of atrial fibrillation.